Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned drill by a depuy (B)(4) material scientist confirmed the fracture. The nail and screw were not returned. Ductile dimples on the fractured surface indicated that the drill was fractured due to overload. Fracture of the drill due to overload indicated that a force was applied exceeding the ultimate strength of the material. No material defects were apparent. Review of the inspection records found no manufacturing deviations or rejections. A two-year search of the complaint database found no prior reports for drills breaking for this product code. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
When the drill bit was pulled out of the patient's bone after drilling the distal static hole, the drill bit was broken and remained in the bone. To remove the broken part, another incision was added and the broken drill bit was removed from the patient's body then, two distal screws were inserted in the nail through the competitor's proximal jig. In the image, it was noted that the two screws did not come through the screw hole of the nail. The screws were removed once and exchanged to other new screws. The other screws were inserted in the nail without jig successfully to complete the procedure. The time of the surgery was extended by 120 minutes.